Event description:
It was reported that the customer had been experiencing high blood glucose levels. Customer walked through trouble shooting on insulin pump and decided not to replace insulin pump. The customer's blood glucose level was reported at 452 mg/dl. Products are being replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.